Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the event occurred when the charged coupled device unit was damaged due to physical stress applied to the insertion part while the user was handling it. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii bronchovideoscope did not communicate with the video processor, an error message with no error code was displayed and there was no image. The issue was found when preparing the scope for use in a diagnostic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following defects: forceps passage had unusual restriction in bending section and insertion tube ; brush passage had unusual restriction in bending section and insertion tube no image; bending section had a dent; and scope connector had fluid. This event is under investigation. A supplemental report will be submitted upon receiving additional information.